Manufacturer narrative:
This initial MDR will be the only report submitted for MFR report #1226348-2017-00179. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available.

Event description:
It was reported by a healthcare professional that the catheter of a codman 3000 pump (ap03000h/14982) had clotted off and was no longer delivering chemotherapy drug to the patient's liver.

Manufacturer narrative:
This final MDR will be the only report submitted. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.